Manufacturer narrative:
(B)(4) date sent: 03/15/2022 d4: batch # 161a84 h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr55 reload was received with dents in the pan. The reload was received fully fired and the swing tab in the unlocked position. No functional test could be performed due to condition of the reload. The damage observed in the pan may have contributed to staple malformation as the pan may not have seated properly in the channel of the device. The swing tab in unlocked position is consistent with an improper loading technique. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during laparotomy procedure while stapling, staples didn't form completely, and staples were out. There were no patient consequences.

Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.